Manufacturer narrative:
Zoll has received the platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed..

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4) displayed "system error, out of service, revert to manual CPR" message was not confirmed during functional testing and archive date review. The returned autopulse platform performed as intended. Unrelated to the reported complaint, blood ingress was observed on both front and bottom covers after disassembly. The interior of the autopulse was bio-cleaned to remedy this issue. The archive data review showed no discrepancy. No system error captured in the archive log file as reported by the customer. After service completion, autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good batteries until discharged without any fault or error. The brake gap was inspected and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed all the functional tests.